Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is no power to the pump and that there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the pump was returned with moisture found behind the display lens. No corrosion was observed in the battery compartment. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap was able to fully secure to the pump. The cartridge compartment was damaged at the threads. The returned cartridge cap was able to secure to the pump. The pump was unable to power on. Moisture was found on the internal components of the pump.

Manufacturer narrative:
Follow-up #2 date of submission 02/17/2017 - correction to serial #.